Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported communication error was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported the deflectable videoscope had an e216 (scope communication error) image defect. This issue occurred during a therapeutic laparoscopic lumbar resection procedure. The procedure was delayed and patient anesthesia was extended by 10 minutes while replacement device was obtained. The reporter noted the longer the general anesthesia time, the greater the burden on the patient. The procedure was completed with a similar device. There were no implant devices. There were no reports of patient harm.